Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the air gas module was affected by oil from central air system. After cleaning of the central air system, the air gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). It is unknown under what circumstances the central air system became contaminated. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # - previous version or model #. Servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015. ¿

Event description:
Manufacturer's ref. #: (B)(4).